Manufacturer narrative:
Product was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked and gouged ) and also confirmed fracture on the lateral side of the post . DHR was reviewed and no discrepancies were found. All pieces were returned. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the device fractured at an unknown time and place.